Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl to ¿high¿ causing her to have a panic attack. The customer changed her infusion set and bolused via the pump. Reportedly, emergency medical services were called to transport the customer to the emergency room (ER) where they were subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.